Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed stated that the arctic sun device was sent from the floor to the medical engineering with a note that the patient temperature was colder than the temperature the device was set to. Per follow up information received on 12jan2022, biomed stated that the device was in use on the patient but there was no harm or injury during the issue. The device was switched out and patient completed therapy on an arctic sun device 5000. Device was sent to technical support who reviewed the log and found there was no device problems, and the issue could have been a patient issue but was unknown.

Event description:
It was reported that the biomed stated that the arctic sun device was sent from the floor to the medical engineering with a note that the patient temperature was colder than the temperature the device was set to. Per follow up information received on 12jan2022, biomed stated that the device was in use on the patient but there was no harm or injury during the issue. The device was switched out and patient completed therapy on an arctic sun device 5000. Device was sent to technical support who reviewed the log and found there was no device problems, and the issue could have been a patient issue but was unknown.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause for the reported issue could not be determined as no issues were found following a review of the log. Biomed checked the arctic sun and did not see any issues. Arctic sun was returned to service. Per follow up, biomed stated that the device was in use on the patient but there was no harm or injury during the issue. The device was switched out and patient completed therapy on an arctic sun device 5000. Device was sent to technical support reviewed the log and found there was no device problems, and the issue could have been a patient issue but was unknown. It is unknown whether the device was influenced by the reported failure, however the device met specifications. The device was in use on a patient. The device was not returned for evaluation. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the device was not returned.